Manufacturer narrative:
The insulin pump was received with cracked battery tube threads and a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly.

Event description:
The customer reported via phone call that the insulin pump was damaged at the battery compartment. Customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.